Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0kpke, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the entire system was explanted on (B)(6) 2014.

Event description:
It was reported the patient incision was painful and swollen. Laboratory testing was (B)(6) in the site of the incision. Medication intervention included sulfamethoxazole trimethoprim double strength and surgical intervention was done for debridement of the wound. The event was noted as ongoing and resolved without sequelae, it was unclear whether or not the event had resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the infection occurred between stage one and stage two of the procedure. The event was related to the procedure.

Event description:
It was later reported that the event was resolved without sequelae on (B)(6) 2014.